Manufacturer narrative:
Device passed the self test and the displacement test. The audio tones were heard during the self test properly. Adjusted the audio options audio volume and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms, or hardware low level failures error noted during testing. No hardware low level failures error were found in the downloaded history files.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The study coordinator calling on behalf of a subject that the device failed the tests with reference to the audio recall for the device. The customer¿s blood glucose was unknown. It was stated that there was no change in audio levels 1 through 5. It was stated that the device failed the tests with reference to the audio recall for the device. The insulin pump will be returned for analysis.